Event description:
A materials management representative reported that a patient experienced post operative astigmatism after an intraocular lens implant procedure. The iol was exchanged. Additional information was received stating that the patient was drastically overcorrected for astigmatism.

Manufacturer narrative:
Evaluation summary: the product was not returned. The product history records reviewed and documentation indicates the product met release criteria. Root cause has not been identified. The device was not returned for evaluation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. (B)(4).